Event description:
The complainant reported that the patient kicked over the automated impella controller (aic) and the door that covers the power connection broke. The aic was switched and there was no harm to the patient.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation of automated impella controller (aic) - damage during therapy has been completed. During the visual inspection it is evident that the damages to the front panel optical connector and the pump connector cover were what the clinical staff meant to report. Both were confirmed to be damaged. The root cause of this issue was use related. G1 reporting contact email revised on manufacturer device report 1220648-2024-21731 in accordance with updated procedures.